Event description:
It was reported by service report that the bed would not roll due to the caster's tread being torn. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: one caster had to be replaced.